Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose less than 600mg/dl. The customer stated that he woke up with high blood glucose and attempted to bolus, but his glucose level continued to rise. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting the programming. However, the basal rate and bolus wizard settings were correct. The caller mentioned that the drive support cap appears normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.